Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic laparoscopic colostomy using a high flow insufflation unit, the membrane of the tube for irrigation used with another device ruptured and the saline solution from the device splashed onto and into the insufflator, which consequently had an electrical short circuit and stopped working. There was no harm to the patient. There was no delay as the customer had a backup device which was used to complete the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that liquid splashed from the ruptured irrigation tubing adhered to the uhi-4 power circuit, causing the circuit to short-circuit and stop working. The event can be detected/prevented by following the instructions for use which state: instruction manual of uhi-4 (no.: gt8291) has following description, and it may prevent from the phenomenon pointed out. [Important information - please read before use] to prevent operator shock and instrument damage, keep liquids away from all electrical equipment. If fluid enters the high flow insufflation unit, stop operation immediately and contact olympus. Olympus will continue to monitor field performance for this device.